Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on resetting the pump, and the caller successfully began their sensor session after following the instructions, with no further errors occurring.